Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. Dextrus 53 model 4136 us (B)(6) sn (B)(6). The analysis showed 26 cm distal to the is-1 connector pin that the insulation was found squeezed and damaged. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Additionally, the insulation was found abraded through 42 cm distal to the is-1 connector pin, which probably resulted due to constant friction against another implantable device such as a nearby lead. The above mentioned insulation damages are assumed to be the root cause of the reported oversensing in the ventricular channel. Dextrus 45 model 4135 us (B)(6) sn (B)(6). The analysis showed between 22 cm and 25 cm distal to the is-1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing in the atrial channel. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.